Event description:
Caller reports being unable to obtain a result due to an error on the coaguchek xs system. Caller states an unspecified time later she went to the physician's office and tested 9 inr on a professional method. Caller was admitted to the hospital for two days and was treated with injections (contents unknown). Caller's condition improved. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.